Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter despite the patient completing 18 months of aligner treatment through byte they have not achieved the results hoped. The continue to present with a moderately deep bite and mild upper spacing that remains unresolved. After a comprehensive evaluation and discussion of treatment options the patient will pursue comprehensive orthodontic care with traditional braces.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.